Event description:
The customer reported to olympus that the mvr-lite is not detecting the signal from the otv-s190, no image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the customer reported that the issue was resolved, no details were provided on how the issue was resolved. As the device was not returned for evaluation, which prevented the device from being evaluated and the customer did not provide what was the done to resolve the failure, the investigation was unable to determine the cause of the no image output. Olympus will continue to monitor the field performance of this device.